Manufacturer narrative:
During the device evaluation, it was confirmed that the slide lock was corroded, which is a probable cause of the device not retaining a blade.

Event description:
It was reported that during equipment testing conducted by a manufacturer field service technician at the user facility, the slide lock of the saw was damaged, causing the blade to launch from the saw.